Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of the tubing separating and leaking at the y-site could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing came apart during use. The following information was provided by the initial reporter: material no: unknown. Batch no: 20053201 it was reported that primary IV tubing came apart during start of iron infusion. Additional information 22-jul-2020: "fyi, ours wasn¿t just leaking in the infusion clinic. The entire tube came detached from the connection." Primary IV tubing came apart during start of iron infusion.